Manufacturer narrative:
An evaluation of the scd 700 compression system was performed for the customer reported condition of ¿that during testing sparks occurred, no patient involved.¿ the reported condition was confirmed. Physical interior-visually inspect the unit found inside front case boss broke, supply board l4 broke off of power supply when went to fix had burnt place on it. The potential root cause is customer misuse because the unit was excessively damaged. A device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 12/12/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an scd controller. The customer stated that during testing sparks occurred, no patient involved.